Manufacturer narrative:
After battery installation, device powered up with a blank display due to corrosion, mold, and rust along the bottom of electrical board including the battery connectors. Unable to perform the displacement, sleep current measurement, and active current measurement tests due to the blank display. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. On the other hand, there is some corrosion inside the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was blank and nothing appear on screen. Customer stated they went to swimming and liquid in the battery compartment. Customer performed self test and there was no display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.